Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported death. Death is listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. B2, b3, d6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the article are captured under a separate medwatch report number. Attachment: ¿impact of home oxygen use on in-hospital outcomes in patients who underwent transcutaneous edge to edge repair¿.

Event description:
This is filed to report patient deaths. This research article was a retrospective study designed to evaluate the impact of home-o2 use in patients who underwent transcatheter edge-to-edge repair with a mitraclip device and show that their 30-day outcomes are similar to those not on home-o2. Complications identified in the study included: hospitalization, stroke, vascular complication, acute kidney injury, mechanical circulatory support use, cardiac arrest, respiratory failure and death. In conclusion the study highlights that transcatheter edge-to-edge repair using mitraclip can be safely performed in patients on home-o2 without an additional risk to short-term mortality. Optimization of underlying lung disease should be prioritized in order to improve the post-procedure course of these patients. No additional information as provided. Details are listed in the attached article titled, "impact of home oxygen use on in-hospital outcomes in patients who underwent transcutaneous edge to edge repair".